Manufacturer narrative:
H2: additional information: sections b5 (describe event or problem), d7a (sud reprocessed and reused?), e1 (initial reporter title, initial reporter first name, initial reporter last name), e3 (occupation), h6 (device codes), h10 were updated based on additional information received on september 11, 2023. Block h6: imdrf device code a04 captures the reported event of "crack" was felt in the handle when attempting to extend the needle". This is no longer considered an MDR reportable event.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an unknown procedure performed on (B)(6) 2023. During the procedure, the needle was hard to push out then it snapped before it came out. The procedure was completed using an alternative device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on september 11, 2023: it was reported that the injection gold probe was used in the stomach during an esophagogastroduodenoscopy (egd) procedure. A "crack" was felt in the handle when attempting to extend the needle. There was no visible damage to the handle of the device. Another injection gold probe was used to complete the procedure.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an unknown procedure performed on (B)(6) 2023. During the procedure, the needle was hard to push out then it snapped before it came out. The procedure was completed using an alternative device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on september 11, 2023. It was reported that the injection gold probe was used in the stomach during an esophagogastroduodenoscopy (egd) procedure. A "crack" was felt in the handle when attempting to extend the needle. There was no visible damage to the handle of the device. Another injection gold probe was used to complete the procedure.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reported event of a "crack" felt in the handle when attempting to extend the needle". This is no longer considered an MDR reportable event. Block h10: investigation results the injection gold probe was returned to boston scientific for laboratory analysis. Visual, microscopic and x ray inspection found that the needle in the handle section was broken, and the working length was kinked. Furthermore, a destructive test was performed to verify the condition of the broken needle and it was found that the needle was kinked. A functional inspection was performed, and the needle was unable to extend. The reported event was confirmed; however, there is not enough evidence to determine whether the damage to the needle occurred due to the physician technique, procedural and anatomical conditions, or whether it was related to a device malfunction during the procedure. Additionally, the working length was returned kinked. The working length kink was most likely generated due to procedural factors such as lesion characteristics, handling of the device, or the technique used by the physician. Taking all available information into consideration, the most probable root cause of this event is cause not established. An investigation to address this problem is in progress. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of needle detached.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an unknown procedure performed on (B)(6), 2023. During the procedure, the needle was hard to push out then it snapped before it came out. The procedure was completed using an alternative device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.